Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer functioning as intended. The patient underwent an ipg replacement and pocket revision procedure. The patient was doing well postoperatively and the explanted device was not returned.